Manufacturer narrative:
Investigation included customer interview and user education. Investigation of this case revealed no device malfunction reported and user counseling provided on hypoglycemia management. It was concluded that the cause of hypoglycemia was unclear and that no device-related malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced recurring low blood glucose events beginning in the morning with a low of 46 mg/dl and occurring about once daily over several days while using the ilet system, with blood glucose in the 120s mg/dl at the time of the call; the user was advised to treat hypoglycemia only after an alert and to contact their healthcare provider. Symptoms included hypoglycemia. Outcomes included no reported injury, no emergency care, and no hospitalization.